Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, tandem technical support was unable to identify the location of the blockage. The customer's blood glucose was 102 mg/dl.